Manufacturer narrative:
Product ID 3889-28, lot# va01pde, implanted: 2012 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was initially reported that the patient never had therapeutic effect and she was having worse symptoms now than ever before the implant. Subsequent information received reported that the cause of the event was "generator not working" and was attributed to the device and lead. It was unknown what the issue was with the device or lead. The patient's symptoms included urgency and nonfunctional device. On (B)(6) 2012 the device was interrogated multiple times. On (B)(6) 2012 there was a surgical intervention which resulted in the replacement of the device and lead. The patient did not require hospitalization and there was no patient injury. If additional information is received, a supplemental report will be submitted.